Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range impedance measurements on a competitor's right atrial (ra) lead. The device was reprogrammed and remains in service. The patient will be monitored. No adverse patient effects were reported.

Event description:
The reprogramming was due to oversensing.